Event description:
The customer was using two lots of troponin ultra (tni ul) and placed lot 71 material into a tube labeled for lot 70. Discordant results were obtained on an advia centaur for troponin ultra (tni ul) on eight patients. The results were reported to the physician(s). The customer reran the same samples on the same instrument and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined the cause of the discordant tni ul results was unknown. The customer declined service. The tsc determined there was no indication of a system malfunction during the time of the event. The system is running within specification. No further evaluation of the device is necessary.